Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred with multiple new cartridges. Reportedly, the customer was not outside of the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. The customer declined a follow-up call to verify that alternate therapy was obtained.